Event description:
The device was used during a laparoscopic nissen. Reportedly, the needle broke. The surgeon applied another device for the procedure. The hospital has reported no patient injury occurred.